Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not feeling any stimulation and the ipg was not communicating with the remote. The patient underwent an explant procedure. The explanted ipg was not returned. No further information has been obtained despite good faith efforts.